Manufacturer narrative:
Additional information: h10: information was received on 19-oct-2021 indicating that during this event, the patient came in and nurse manipulated the cadd and was able to get it re-started so patient could complete dose.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted. No patient consequences were reported. No adverse effects were reported.